Event description:
It was reported that approximately 2 months post op, the t-bolt "detached" from the screw in l4. Fusion was not complete. The pt is doing fine and a revision surgery is not planned.